Event description:
Radiometer reference number: (B)(4). According to the complaint, the customer reported that on (B)(6) 2026, the blood gas analyzer abl90 flex plus analyzer (serial number (B)(6) gave a false high potassium (k) result, compared to the sample run in the emergency department (ed).